Event description:
It was reported that a home patient experienced a connection issue between the patient line of a homechoice cassette and the transfer set. This occurred during fill four of peritoneal dialysis therapy. The home patient accidentally disconnected themself without capping off the line. The technical services representative proceeded to assist in the ending of therapy. The home patient was placed on precautionary antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient accidentally disconnected themself without capping off the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.